Manufacturer narrative:
E1 : patient city : (B)(6) . Patient country : austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient experienced an event where the tubing had some issues due to which it could not be inserted. The infusion set was in use for one day. The tubing was bent on insertion. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006550, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6006550 was packaging according to the work instruction (wi) version 78, in the machine multivac 12, on 09/apr/2024, with a total of (B)(4) units. Assembly: the lot 4d00150 was assembled according to wi version 27 on-line inspection for assembly of quick set on 09/apr/2024, with a total of (B)(4) units. The lot 4d00151 was assembled according to wi version 27 on-line inspection for assembly of quick set on 09/apr/2024, with a total of (B)(4) units. Gluing of tubing the lot 4d00140 was manufactured according to the wi version 41 in the gluing of tubing in the machine, mp04 & mp08 on 06/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.